Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "the patient came to our hospital for maintenance chemotherapy for malignant tumors. In order to facilitate long-term drug administration and reduce the number of venipunctures, doctors give implanted infusion port devices, which need to be accompanied by disposable implantable drug delivery devices and indwelling needles. During the pre-use examination, it was found that the device had no needle cap. Replaced it immediately."